Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection has been present at the implantable neurostimulator (ins) site since it was implanted. On (B)(6) 2017 the physician performed an incision and drainage of the site at which time 2 x-ray detectable gauze were found. They were removed and the site was cleaned and the ins placed back into the pocket. Cultures were taken, however they were negative for growth. Patient was instructed to continue with antibiotics. Additional information received indicated the infection has since resolved.